Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d314trg ICD, implanted: (B)(6) 2013; 5071-53 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to noise and oversensing, short interval counts (sic), and lead impedance. It was further reported that the rv lead was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.